Event description:
The customer reported that an operator cut their finger on a sharp metal edge of the atellica im 1600 instrument while trying to remove a cuvette. The operator went to the emergency room to have the wound disinfected and stitched close. There are no further reports of patient intervention or adverse health consequences due to the incident.

Manufacturer narrative:
An outside of united states (ous) customer reported that an operator cut their finger on a sharp metal edge of the atellica im 1600 instrument while trying to remove a cuvette. Siemens is investigating the issue.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00174 on 09jun2022. Additional information (21oct2022): an outside of united states (ous) customer reported that an operator cut their finger on a sharp metal edge of the atellica im 1600 instrument while trying to remove a cuvette. The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist reviewed the information provided. Siemens reviewed the diagram provided by the local team and it indicated the mentioned cover was the frame of the instrument 16 inches above the ring loader that the customer injured herself on. The operator did not properly handle the cuvette within the frame of the instrument. This was found to be an isolated event. Siemens did not identify any other abnormalities and the system is operational. The instrument is performing according to specifications. No further evaluation of this device is required.